Event description:
It was reported that when using the bd pyxis¿ es server, multiple medication orders were not updating at the stations, and those stations were placed in critical override mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not updated at the station. A technical support specialist (tss) dialed into the server and ran the downtime query, confirming that all messages were current. The critical override reason query was checked, and all stations critical override issues were resolved. The tss contacted the customer, who confirmed that the issue had been resolved. The case was then closed. The system functioned as intended after the technical support specialist troubleshot the device.